Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained a thin layer of fibrin. Fibrous pannus ingrowth was found on the inflow surface of all three cusps, and thrombus was observed on the outflow surface of cusp 2. Gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin, pannus, and thrombus was due to an intrinsic defect in the valve, as supported by the analysis performed. The reported serial number was confirmed not to be a valid sjm serial number, so a review of the valve's DHR was not possible. The cause of the reported event remains unknown.

Event description:
This 23 mm sjm biocor valve was implanted on (B)(6) 2015. The valve was explanted on (B)(6) 2015 due to a high gradient. A sjm regent valve (sn (B)(4)) was successfully implanted.

Manufacturer narrative:
Gtin number: unknown.